Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 a sling and tyco i.v.s. Slings were implanted. It was reported that the patient experienced pain, urinary tract infections, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures, including a mesh removal procedure on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with a hysterectomy, bilateral salpingo-oophorectomy, and a cystoscopy due to uterovaginal prolapse and stress urinary incontinence. A mesh removal procedure was performed on (B)(6) 2005.

Manufacturer narrative:
Date sent to the FDA: 10/13/2015. Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2004, and a sling and tyco i.v.s. Slings were implanted concurrently with a hysterectomy, bilateral salpingo-oophorectomy, and cystoscopy, due to ureterovaginal prolapse, and sui. It was reported that the patient experienced pain, urinary tract infections, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. On (B)(6) 2005 the patient underwent a mesh removal. It was reported that the patient underwent a mesh removal on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal bleeding, burning, urinary frequency and urgency. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.